Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Additional information was received on 13dec2019. At the time of surgery and initial post op the patient was well. There has been no follow up since.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the distal section of the stent may have got caught by a stenosis while the stent was being released, subsequently, when the actual sample in that state was withdrawn, the stent may have been subjected to pulling force and got elongated. Since the actual sample has not been returned for evaluation, the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and product release decision control sheet of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that they pulled an 8mm by 60mm 200cm shaft misago stent for the procedure. The vessel was pre-dilatated with a 5mm by 100mm crostella otw balloon. They then put up the stent into position and deployed the device. The doctor commented that the stent seemed to be too long, however, they deployed it anyway. After deploying the device, he felt the stent was way too long and he put up a 7mm by 80mm metacross and the balloon was not long enough with one inflation to have the stent oppose the wall. They had to inflate the balloon again to fully deploy the stent. The doctor alleged that he felt the package and product was mislabeled. Additional information was received on 26nov2019. The misago stent was deployed in the iliacs. The patient was in good condition and was stable. The outcome of the procedure was successful.